Manufacturer narrative:
This report has been identified as b. Braun internal report number 400653661. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer a patient underwent infusion therapy of 20 milliliters (ml) of heparin. Reportedly after about 30 minutes an error message "leur lock not recognised sensor error" was displayed. The syringe was attached to the filter and attached to the patient. When the nurse checked and responded to error message it appears the whole contents of 20 milliliters (mls) of heparin had been given. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: perfusor space, article number: 8713030, serial number/batch: (B)(6), software version: 688n030005, hours of operation: 4375, further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The date of the incident was given from the costumer (B)(6) 2024. Inside the history files the alarm "plunger malfunction" could be detected 3 times. Furthermore, no anomalies could be detected inside the history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The left hinge plate is mechanically damaged. No other visible damaged parts are to locate. The device shows age related signs of wear and tear. Functional inspection: a functional test was performed. The device passes the self-test. A bd plastipak 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: for checking the complaint malfunction the device was started and a bd plastipak 50ml syringe was inserted 5 times to see if the syringe was correctly recognized and grasped. No error could be detected. Based on the device history, it was decided that no delivery accuracy measurement is necessary. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed and the drive head unit was disassembled. No error could be found. Judgment: the complaint could only be confirmed based on the device history. A malfunction of the pump could not be detected. Prerequisite for the alarm "pressure malfunction" to occur is a perfusor that has gripped the inserted syringe with its claws. If now the plunger plate of the syringe moves away from the drive head, this is detected by a sensor in the drive head and the "plunger malfunction" alarm is triggered. The reason why the plunger plate moves away from the drive head cannot be detected by the pump. This can be caused for example by manual intervention or by a very high negative pressure in the infusion line. Addition information: left hinge plate should be replaced.